Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. A large quantity of dry contrast was inside the balloon. Microscopic inspection confirmed the balloon had a pinhole in the proximal section of the balloon. Media analysis of the video submitted by the customer confirmed the pinhole close to the proximal bond of the balloon. The presence of a pinhole confirms the reported event. It is possible that interaction with the scope and other devices during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking in the pancreas of the patient. Reportedly, the device was withdrawn from the patient and imaging was used after. A video of the complaint device submitted by the customer verified that the balloon was leaking through a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking in the pancreas of the patient. Reportedly, the device was withdrawn from the patient and imaging was used after. A video of the complaint device submitted by the customer verified that the balloon was leaking through a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.